Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg result on 1 sample. The following data was provided: sid (B)(6): initial results = 879.41 iu/l, repeated 6 times and all negative. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting on the alinity I processing module serial number (B)(4), and found precipitate on the sample probe, pressure monitor (pm) sensor, and the r2 tubing connection. The fse replaced the pm sensor and cleaned/reseated the r2 probe. The cause of the issue was determined to be a leaking pm sensor. A review of the analyzer service history revealed no additional discrepant results after replacement of the pm sensor, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the alinity ci series system operations manual found labeling to be adequate for the complaint issue. A review of the pm sensor tracking and trending did not identify any trends related to the issue of a leaking pm sensor. A review of the alinity I tracking and trending did not identify any trends for the discrepant result described in the complaint issue. Based on the investigation no systemic issue or deficiency of the alinity I processing module or the pressure monitor sensor was identified.